Event description:
Patient allegedly received an implant via the right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it". Additionally, patient alleges manic depression (since 2010) and bipolar disorder (since 2018). Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2009: "a cook-celect filter was deployed just below the level of the renal veins".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01172.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.